Event description:
The customer reported the system displayed an error code message and thereby failed to boot up. No report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. Connections involving the motherboard were reseated. The sensor board was secured and particular fuses reseated. Also, a table and filmer calibration were performed. The system was then found to be operating as intended.